Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that when the multilink zeta stent 3.0 x 38 mm was being deployed, the distal end caused a dissection of the vessel. Another multilink zeta 3.0 x 13 mm was used to cover the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - prod perf engineering reviewed the incident info. Dissection is a known outcome of coronary stenting procedures, and is listed in both the device instruction for use and the risk assessment. According to the incident info another zeta was able to be deployed to successfully treat the dissection. Dissection is not necessarily an indication of a prod quality problem; however, in this case, a conclusive root cause for the dissection cannot be determined.